Event description:
The hospital reported that during endoscopic vein harvesting procedure, the scissors had no cautery capability. No more information was provided by the user facility. No additional patient complications were reported.